Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 722mg/dl. The customer states their levels rose to over 810mg/dl. The customer states they were placed on insulin drip until their levels dropped. The incident was documented and the customer was advised they would receive follow up. No further assistance provided at this time.